Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a transfer set became disconnected from the titanium catheter adapter which led to peritonitis manifested by cloudy effluent. The patient required hospitalization. Dianeal therapy was ongoing. On an unreported date, the patient began treatment with cefamezin (dose, frequency, route and duration not reported), maxipime (dose, frequency and route not reported) for two weeks and vancomycin (dose, frequency and route not reported) for two weeks for peritonitis. The patient was retrained on proper disconnect method and aseptic technique while in the hospital. At the time of this report, the patient was recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.